Event description:
It was reported that while the external pulse generator (epg) was connected and in use on a patient, the patient "arrested." Of note, the physician stated the epg was pacing, but the physician wanted the epg checked out. Another epg was used and the patient "recovered." The epg was sent for testing and the biomedical engineer indicated that the epg shut off. The epg will be returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).